Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. The catheter spiral loop was fractured and detached and was not returned. Due to the damage the internal components of the catheter were exposed. No other visual anomalies were noted. Due to the receiving condition of the catheter, the functional testing of the catheter could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the catheter damage is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a ventricular tachycardia ablation procedure, the mapping catheter became entangled in the mitral valve. The catheter was unable to be removed so the catheter was broken into two pieces to be removed, with 5 cm of the distal catheter remaining in the patient. The ablation procedure was stopped and the patient was taken into surgery where the remaining portion of the catheter was surgically removed. The patient is now in stable condition.